Event description:
Second instance of significant allergic reaction when using airmini travel CPAP (continuous positive airway pressure) machine with humidification filter. Developed sneezing for several minutes overnight, swollen, puffy eyes and significant rhinitis. The first instance symptoms lasted for 7 days when traveling to CT. This time only used one night in st louis, experiencing the same symptoms, which are worsening by the hour.